Event description:
It was reported to philips that image disk was full which may impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that there was a user message displayed on the large screen: "free space low: delete examinations." The rse reviewed the log file and found no related errors. The rse instructed the biomed engineer to complete database consistency and recreate the image store. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.